Event description:
It was reported that the ilet user experienced hyperglycemia with a blood glucose of 386 mg/dl trending downward, and the caregiver was advised to monitor closely, maintain hydration, consider light activity, and perform a site change if glucose did not sufficiently improve; the caregiver also discussed administering an mdi correction with instructions to disconnect from the pump for at least two hours to mitigate insulin stacking, and it was noted the user does not consistently enter meal announcements. Symptoms included elevated blood glucose. Outcomes included no reported injury or hospitalization. Investigation included troubleshooting and user education regarding hydration, activity, site change, and safe use of mdi alongside pump therapy. Investigation of this case revealed no device alarms or malfunctions were reported and user behavior, including inconsistent meal announcements, could contribute to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.